Manufacturer narrative:
This report is submitted on february 20,2023.

Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site with fluid and infection (pus) draining from the wound (specific date and duration not reported) resulting in the decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report. The patient was treated with IV antibiotics (specific date and duration not reported).